Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual evaluation found only the wing tool was returned. Functional testing could not be performed as an incomplete device was returned. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon failure to deflate was unable to be confirmed. Only the wing tool was returned, and further testing could not be performed as the device was incomplete. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon did not deflate and the inflation device had to be re-attached. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon did not deflate and the inflation device had to be re-attached. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.